Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck length of 5mm is considered off-label per indications for use.

Event description:
Initial implant on (B)(6) 2009 of a (B)(4) bifurcated device, a (B)(4) infrarenal aortic extension, and a (B)(4) suprarenal aortic extension. On (B)(6) 2010, patient presented in emergency room with back pain complaint. A CT scan revealed a proximal type I endoleak; which was unrelated to the back pain. The CT also revealed sac enlargement from 5.5 cm to 7.2 cm with a proximal neck diameter of 32 mm and a neck length of 5 mm. On (B)(6) 2010, the patient was treated with a (B)(4) infrarenal aortic extension and a palmaz stent; which did not correct the type I endoleak. A minimal incision technique was used to suture two hemashield grafts to the aorta and palmaz stent, which resolved the type I endoleak.